Event description:
It was reported that a patient underwent an obturator sling procedure for stress urinary incontinence on (B)(6) 2012. On (B)(6) 2012, the patient underwent a laparoscopic hysterectomy. Following the laparoscopic hysterectomy, the patient experienced bladder cystitis and urine retention for a short period. On (B)(6) 2012, a 2 mm erosion of the mesh was noted. On (B)(6) 2012, the patient underwent a correction of the vaginal epithelium for a suburethral sling erosion. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) - bladder cystitis. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.